Manufacturer narrative:
We asked the hospital and the distributor for more information about the patient regarding the customer complaint, but were unable to obtain any information other than age and gender. Reanalysis of the chemicals and mechanical properties, dimensions and appearance of the damaged product found them to be within acceptable criteria, and the entire production and inspection records showed no abnormalities. It seems that the reason why implant was damaged in 10 months after surgery on december 20, 2018 is because of various factors such as patient age, history (e.g. Osteoporosis), and activity. In a related paper*, we found that the rate of breakage of other companies' products was between 0.2% and 5.7%, higher than the rate of breakage of our products, 0.04%. Breakage of a third generation gamma nail: a case report and review of the literature.

Event description:
This event occured in south korea. The female patient underwent surgery for implanting dyna locking trochanteric nail system on (B)(6) 2018. It is confirmed that the trochanteric nail 130-11x200mm(ng1120) has been broken in the patient body postoperatively after around 10 months ((B)(6) 2019) and the revision surgery was conducted for removing the nail ((B)(6) 2019).